Manufacturer narrative:
Investigation findings: items returned for evaluation: pusher, introducer, dispenser hoop. Items not returned for evaluation: implant, shrink lock. The visual analysis of the returned items found that the pusher was returned with no implant attached and the monofilament exposed, but there were no indications of activation observed on the pusher heater coil. The implant was not returned for evaluation as it was reported missing in the reported event. However, the build record associated with this specific lot number showed that the quality verification confirmed that the implant was present and attached to the pusher during the final inspection process prior to the device being released. Further inspection of the pusher found the exposed monofilament broken, which indicates that the device experienced a tensile break. The introducer distal tip was found damaged, which may have caused or contributed to the reported complaint. Investigation conclusion: the investigation of the returned coil system found the pusher returned without the implant attached but no indications of activation using a detachment controller on the pusher heater coil was observed. The implant was reported missing in the event; however, the build record for this lot number indicates the device had the implant attached to the pusher and met the specification prior to releasing the packaged device. Since the pusher's monofilament showed a tensile break shape at the tip, this indicates that the device experienced excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The inspection of the introducer found damage at the tip, which is consistent with the implant becoming stuck at the tip during retraction, likely occurring at prep when the implant is initially advanced for inspection and then retracted back into the introducer. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report.

Event description:
As reported, the patient was admitted due to a cranial aneurysm discovered during examination. Whole brain angiography showed bilateral posterior communicating artery aneurysms, and stent assisted aneurysm embolization was performed. Reportedly, during preparation and during the release of the coil, it was noted that the coil was not present and was missing. The device was not used and did not enter the patient. The coil could not be located in the dispenser hoop. The procedure was successfully completed with a replacement coil. There was no impact on the patient.